Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 1 used sample attached to the thread with the needle bent and without packaging. Upon inspection, the sample sent back was found than it has been hold by the channel end (marks inside & outside the curve). The instruction for use specify that the needle must not be hold by the drilled area and by the tip (these areas are fragile, these areas must be preserved of needle holder). In this case, the handling was done in a wrong area (channel end). The slight bending area located on the body of the needle shows multiple clamp marks. This suggests that this section has been manipulated many times. The verification of the flexion values for the two batches involved in the complaint confirms that the needles are in compliance with our customer specifications. As stated in the instructions for use of the product, care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to ½ of the distance from the fiber attachment end to the needle point, never at the end where the fibre is attached or the needle point. Grasping the needle at the area of its point could impair the penetration performance and cause a fracture of the needle. Grasping the needle close to the fibre attachment end could cause bending, breakage. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle bending strength results during production control of the needles with the same needle raw material batches used in this product were 10.075 nxcm, 9.927 nxcm in minimum and fulfilled specifications(>8.6 nxcm). Conclusion root cause analysis: the root cause is a wrong positioning of the needle holder/surgical instrument. Final conclusion: taking into account that the used sample received shows that the product has not been used according to the instructions for use, we consider that the complaint is not confirmed. Nevertheless, we take note of this incidence to assess if new or additional actions are needed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle ds24 bowed during suturing subcutaneously.